Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be fixed as the target vessel was quite thick and the lv lead dislodged. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.